Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter displayed an ¿error 4¿ message. Per the owner¿s booklet, this error message appears due to one of the following issues: not enough sample was applied to the test strip, the test strip may have been damaged or moved during the test, the sample was improperly applied or there may be a problem with the meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the error message began to appear on an unspecified day in (B)(6) 2013. The patient informed the csr that she takes diamicron and januvia to manage her diabetes. The patient stated she continued her usual diabetes management regimen despite not being able to test her blood glucose with the subject meter due to error message appearing. Approximately 1 month after the meter issue started, the patient reported she developed symptoms of ¿cloudy eyes and feeling nervous¿. The patient stated she took 1 extra pill of diamicron at night in response to the symptoms. At the time of troubleshooting, the csr noted that the patient confirmed the test strips appeared in good condition and the samples were being drawn into the confirmation window. The csr also noted that the patient was applying the sample correctly to the test strip. The alleged error message remained unresolved. Replacement product was sent to the patient. Based on the information provided, the patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.